Event description:
Consumer called to report accuracy issues with their meter. Analysis run on clark error grid using mean avg. Reading (248) as ref. Point vs. Bd reading of 155, 340 yielded data points in the d zone of the grid, outside of acceptable limits.